Event description:
Clinical complication only.

Event description:
Clinical complication only.

Event description:
Clinical complication only.

Event description:
Primary stability couldn¿t be achieve.